Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced several severe hypoglycemic episodes while using the ilet, including one event requiring emergency care, with fingerstick blood glucose values reportedly as low as 26 and 37 mg/dl and a noted discrepancy where the cgm displayed approximately 75 mg/dl higher than actual. Symptoms included severe hypoglycemia. Outcomes included emergency room treatment with oral glucose. Investigation included review of device data, user training and troubleshooting, and coordination with the healthcare provider. Investigation of this case revealed user-related dosing behavior consistent with less-than-meal announcements leading to algorithm maladaptation, followed by a usual meal announcement associated with hypoglycemia; additional prolonged hypoglycemia and a subsequent hyperglycemia episode were noted after a prolonged suspension or depletion of insulin delivery, and a factory reset with retraining was planned before restarting therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.